Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced two syncopal episodes within the last month and therefore came to have their device interrogated. Upon interrogation, it was noted that there was an impedance warning on the right ventricular (rv) lead due to a spike in impedance, high thresholds, and no capture at max outputs in both bipolar and unipolar configurations. Undersensing of r-waves was also noted and some episodes showed noise/oversensing. A chest x-ray showed a fracture of the lead where the rib meets the clavicle. The lead was capped and abandoned and a new lead was implanted on the opposite side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.